Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h4, and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's reportable malfunction phenomenon (1): power did not turn on was not confirmed, while phenomenon (2): scope detection slide was not working was confirmed. Based on the results of the investigation and the information provided, it was presumed that the phenomenon (2): scope detection slide was not working occurred due to faulty slide detection, but the root cause of the phenomenon (1): power did not turn on could not be identified. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a scope communication error and power board failure. It is unknown when this issue occurred. There were no reports of patient harm.